Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a1, block b5, and block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on april 29, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of internal hemorrhoids procedure for internal anal hemorrhoids performed on (B)(6) 2025. During the procedure, it was noticed that the steel wire could not be pulled, and it could not ligate. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 29, 2025. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of internal hemorrhoids procedure for internal anal hemorrhoids performed on (B)(6) 2025. During the procedure, it was noticed that the steel wire could not be pulled, and it could not ligate. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a1, block b5, and block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on april 29, 2025. Block h11: investigation results. The returned speedband superview super 7 was analyzed, it was observed that the ligator housing returned inside its unopened shrink wrap and the suture broken. Additionally, the handle had marks of trip wire was secured and it was rotated 180 degrees until an audible click was listened. No problems were found in the handle. The reported event of bands failure to deploy was not confirmed. The investigation was unable to identify any damage or malfunction related to the reported event. Based on all gathered information, the probable cause selected is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the angus during a ligation of internal hemorrhoids procedure for internal anal hemorrhoids performed on (B)(6) 2025. During the procedure, it was noticed that the steel wire could not be pulled, and it could not ligate. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 29, 2025. It was noted that no difficulty was experienced upon setting up the device.